Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, material sensitivity reactions. Intraoperative or postoperative bone fracture and/or postoperative pain. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-01976 and 05673).

Event description:
Legal counsel for patient reported that patient underwent a left total hip arthroplasty on (B)(6) 2006. Subsequently, the patient underwent a revision procedure on (B)(6) 2012 due to patient allegations of pain. Additional information provided in patient medical records indicate that the revision procedure performed on (B)(6) 2012 noted fluid, soft tissue staining and bursitis consistent with metallosis; cavitary bone loss; bursa hypertrophied and stained with metal wear debris; metal staining in bone; and cavitary defect. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.